Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer also had a sudden hyperglycemic event but no information was given about the hyperglycemia. No further details given.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08730 inches. The device was received with cracked case at display window corners and battery tube threads and minor scratched display window.